Event description:
It was reported the sjm representative met with the patient and the ipg was not functioning due to the patient not recharging for multiple months. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.